Manufacturer narrative:
Info is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not received a batch or lot number for the product involved in this complaint. Therefore, we were unable to check mfg records for any related non-conformances. Complaint info is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that the pt had a pph procedure performed in late 2004. The pt was seen recently and had developed a vaginal anal fistula. The surgeon had scheduled the pt for a colonoscopy, but the pt cancelled this colonoscopy. Thus, the surgeon was unable to determine of the fistula was related to diverticulitis. No add'l info is available at this time.